Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. In addition, no retention samples from bd inventory are kept of this product. This complaint was unable to be confirmed for missing label. Bd was unable to identify a root cause for indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® one use holder, there were large barcode labels missing from six bags. There was no health impact or consequences reported.

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use of the bd vacutainer® one use holder, there were large barcode labels missing from six bags. There was no health impact or consequences reported.